Manufacturer narrative:
Results and conclusion summation - coronary vessel perforation, as listed in the instructions for use (IFU), is a known adverse effect associated with dca. Coronary artery aneurysm is addressed in the IFU in terms of pseudoaneurysm and coronary vessel rupture or injury. These known patient effects are not necessarily an indication of a product quality issue. Information included in the research article indicates that "dca may also develop coronary aneurysm resulting in thrombogenesis if deep wall excision reaching subintimal tissues is performed." A root cause for the reported patient effects and its relationship to the device, if any, cannot be determined, however it appears to be related to the circumstances during the procedure.

Event description:
Reporting status: serious injury/permanent impairment. Reporting rationale: perforation and coronary artery aneurysm. Device issue: none. Review of foreign journal article titled, "the incident of coronary aneurysms formed by directional coronary atherectomy, late thrombosis and very late thrombosis" revealed the following case. It was reported that during a directional coronary atherectomy (dca) procedure a coronary artery perforation was noted. Additionally, there was formation of coronary artery aneurysm. There was no report of any treatment being performed to treat the perforation or the aneurysm. No additional event or patient information is available.